Event description:
It was reported that stent damage occurred. A 3.00x16mm promus premier¿ stent was selected to treat the lesion. During unpacking, it was noted that the proximal and distal end of the stent struts was damaged and not crimped onto the balloon of the stent delivery system. The procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).